Event description:
It was reported that a revision surgery was completed due to creo mis locking caps that were loosened post operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither device or any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue.